Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and bacteremia. The patient was treated with antibiotics, the implantable cardioverter defibrillator system was removed, and no further patient complications have been reported as a result of this event.